Manufacturer narrative:
The customer was advised to replace the dryline receptacle to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave inaccurate readings.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave inaccurate readings.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported gas unit was providing inaccurate gas readings when patient was on gas agents. Gas readings were accurate when patient was not on treatment. When nk tech support followed up on the issue, customer responded on 3/26/2019 stating the device was shortly decommissioned and replaced by the newer model gf-210ra. Customer no longer uses ag-920ra s/n (B)(6). Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 3/3/2011. Service history shows no other service notifications for this device. Ag-920ra operator's manual revision j stated that gas calibration should be performed yearly for stable measuring accuracy. When the accuracy is not appropriate, perform gas calibration. The maintenance history for this device is unknown. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached). Due to limited information provided by customer, the root cause of the reported issue could not be determined. Investigation conclusion: due to limited information provided by customer, the root cause of the reported issue could not be determined.